Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump up and down arrows were sticky and non-responsive. The customer's blood glucose value was unknown. Customer stated that insulin pump had no delivery alert and erased setting during battery change. Customer stated insulin pump received additional error code that was cleared with battery change. The insulin pump will not be returned for analysis.